Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and blood in/on the helix mechanism. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that during an implant attempt, the left ventricular [lv] lead was unable to be implanted due to patient anatomy. A second lv lead was attempted, but also failed due to patient anatomy when the patient experienced diaphragmatic stimulation and the lead had high thresholds. Neither lead was implanted, and a third lead was successfully implanted the following day. No patient complications were reported as a result of this event.